Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that prior to patient contact, when the physician attempted to alter the configuration of the amplatz wire guide tip, some of the coated material was removed. Another device was used, and there were no additional procedures reported. It was further noted that the tfe coating was removed near the distal end of the coil.